Manufacturer narrative:
The pt was admitted to the hosp in 2006, with severe heart disease resulting in a quadruple coronary artery bypass graft (CABG) and replacement of the aortic and mitral valves due to bacterial endocarditis from a preexisting enterococcus faecalis infection. Post cardiac surgery, the pt was on multiple life sustaining machines, including prisma, and the pt's prognosis was documented as poor. The pt was therapeutically comatosed. With permission from intensive care dept charge nurse, the pt's hard chart was made available and pertinent info including the physician's notes, critical lab values and the pt's history and physical was gathered from it. The pt was on inotropic support prior to the cardiac arrest five days later. A recorded event of a cardiac arrest occurring at 10:50, the next day, was collected from the pt's hard chart and the intensive care staff stated that, the pt was prone to episodes of ventricular tachycardia and ventricular fibrillation. Facility's charge nurse for the acute dialysis dept at ucla, came upon the scene at approx 04:20 and investigated the events screen on the prisma machine. According to him, there were 100 events recorded from 02:46-03:56. There were mutiple dialysate weight alarms for the hours preceding the pt's cardiac arrest. Facility's acute biomedical tech, inadvertently erased the treatment history from the prisma machine. He stated that he attempted to duplicate the excessive fluid removal incident on the prisma machine and by doing so, erased the pt's event history as he pushed "new pt" on the prisma machine when he tried to replicate the problem. A gambro technical services (gts) field rep evaluated the prisma machine, and found that the machine functioned to MFR's specifications per functional checkout. He was unable to duplicate the problem or retrieve the treatment history on the machine as the event history data had been erased. This prisma machine has been placed back in service and is being used on other pts without incident. Given the pt's complicated medical history and the fact the prima's events history screen was inadvertently erased, it is unclear whether the pt's cardiac arrest was caused by the excessive fluid removal or result in other causes.

Event description:
The customer reported that 800ml of excessive fluid was removed from the pt at approx 04:00 a.m. The pt went into cardiac arrest, but was successfully resuscitated using cardio-pulmonary resuscitation (CPR), internal defibrillation and inotropic support. The treatment was immediately resumed using another prisma machine without complications.